Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was not performed and that the current plan is to monitor the situation until the next visit.

Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) electrograms with markers only appeared to show 1:1 conduction due to the atrial sensed event falling into the refractory. It was also reported that there was abnormal sensing noted on the right atrial (ra) lead. Reprogramming was performed and both the ICD and ra lead remain in use. The patient is a participant in the post approval network (pan) study. No patient complications have been reported as a result of this event.